Event description:
During a ptca treatment procedure, the maverick2 monorail 15/2.0mm balloon ruptured at 10 atms on the fourth inflation. (The initial three inflations were also to 10 atms each.) The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous left anterior descending coronary artery. The physician used an unknown type of introducer sheath for vascular access and lifeline athlete gt guidewire and a 6f terumo heartrail guide catheter to cross the lesion. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as `good'.